Event description:
It was reported that a trapezoid rx was used in the distal bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, following fragmentation of stones with electrohydraulic lithotripsy (ehl), a trapezoid rx basket was used due to poor patient tolerance of cholangioscopy. Initial retrieval of smaller fragments was successful; however, subsequent captured stones could not be extracted due to their size. An alliance handle was used in an attempt to crush the stone and/or disengage the basket. During this process, the handle failed, resulting in breakage of the handle and loss of control of the basket. The side car (guidewire channel) was torn, and the basket became impacted within the bile duct. After cutting the proximal handle and during scope withdrawal, the basket was eventually removed endoscopically. On removal, the stones had fallen out, but the basket itself remained non-disengaged, with the tip still intact. An ehl probe was used; however, the patient could not tolerate the procedure and the procedure was aborted. Patient went unwell/septic. A repeat ercp and plastic stents were placed on (B)(6) 2026 as an emergency case. No information has been obtained regarding the current patient status.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break. Imdrf device code a150301 captures the reportable event of tip failure to separate. Imdrf device code a150207 captures the reportable event of device difficult to remove. Imdrf device code a0414 captures the reportable event of side car - rx torn material. Imdrf device code a051104 captures the reportable event of basket failure to release stone. Imdrf device code a23 captures the reportable event of basket failure to crush stone. Imdrf impact code f2202 captures the repeat ercp. Imdrf impact code f2301 captures the additional device required.